Manufacturer narrative:
H10: manufacturing review: a lot history review, a device history record review and complete manufacturing review could not be conducted for the investigation as the lot number is unknown. Investigation summary: one powerport MRI isp with a groshong catheter in two segments was returned for evaluation. Visual, microscopic visual, and functional evaluation were performed on the returned device. The investigation is confirmed for the reported fracture issue and identified deformation due to compressive stress, naturally worn and material separation issue as complete circumferential break was noted approximately 3.8cm from the distal end of the cath-lock. Further, the edges of the complete circumferential break were jagged and rounded. A circumferential split was noted approximately 8mm from the proximal end of the distal segment. Further, the edges of the circumferential split on the distal segment were noted to be jagged and rounded. The identified break is typical of flexural fatigue, which is due to the repetitive, cyclic kinking of the catheter. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that approximately one year and six months post port implantation through the right internal jugular vein, the catheter allegedly damaged. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that during procedure the catheter allegedly damaged. There was no reported patient injury.